Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 30 mg/dl. Cause was thought to be related to stress; however, the customer was uncertain. Emergency medical technician treated the customer with glucagon. Customer was transported to the emergency room (ER) and was monitored. No additional treatment was administered. Customer left the ER in good condition with a bg of 416 mg/dl. Pump therapy had not yet been resumed.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose below 130 mg/dl was not entered into the pump or recorded by continuous glucose monitor (cgm) data on (B)(6)2018. User made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.